Manufacturer narrative:
The complainant reported 'patient had a panniculectomy and fleur-de lis abdominoplasty on (B)(6) 2023, incisions were dressed with liquidband secure. These incisions typically have the glue dressing on for 6 weeks. Patient's incision dehisced superficially on (B)(6)2023. Dr. (B)(6) attributes this to the skin glue.' In FDA's medical device reporting for manufacturers' document issued on november 8, 2016, a "serious injury" is an injury or illness that is life threatening, results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent damage to a body structure/function.' As medical intervention will likely be required with wound dehiscence to preclude permanent damage to a body structure/function, this event will be reported as a precautionary measure. This incident is considered off-label use as the liquiband dressing is not intended to be used for 6 weeks and is suspected to slough off naturally within a couple of weeks.

Event description:
Patient had a panniculectomy and fleur-de lis abdominoplasty on (B)(6) 2023, incisions were dressed with liquidband secure. These incisions typically have the glue dressing on for 6 weeks. Patient's incision dehisced superficially on (B)(6) 2023. Dr. (B)(6) attributes this to the skin glue.